Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during a device implantation procedure on (B)(6) 2021, the patient's right ventricular lead required repositioning due to a rising threshold. The physician was then unable to advance the stylet into the lumen due to resistance. After several attempts, the physician elected to replace the lead. There were no adverse patient consequences.

Manufacturer narrative:
A complete lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures but did find an internal short consistent with procedural damage. The reported event of a stylet insertion issue was confirmed. X-ray inspection of the lead found the inner coil to be over torqued at the connector region. The stylet insertion test was unable to be performed due the damage found which is consistent with procedural damage.